Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 300 mg/dl (aviva) and 30 mg/dl (emt's meter).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.